Manufacturer narrative:
(B)(4). Results of investigation: carefusion certified service technician was not able to duplicate the reported issue (ventilator was getting higher rates (high as 28) when it was set to 12). All tests were performed on suspected device by using good known test patient circuit and ac adapter. The ventilator passed 75 hours extended tests at the customer's settings. The ventilator also passed initial alarm volume test. However, ventilator failed initial final test for non-conformance with measured vte (exhaled tidal volume) and it was resolved by replacing pressure module. Furthermore as per review of event trace, it was noticed that "hardware fault", "transition battery fault" and "service soon 95" occurred; hybrid board, transition battery and main board were replaced as precaution.

Event description:
The customer reported while the patient was connected to lap top ventilator, breath rates were higher than settings. There was no harm to any patient or clinician in associated with the reported complaint.